Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 13:43:32. During night drain cycle 2, the patient's ultrafiltration reading was 109ml, indicating the home patient (hp) drained 109ml more than their maximum programmed fill volume of 100ml. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The assignable cause was determined to be use error, inappropriate bypass of the initial drain without low drain volume alarm occurring. If any additional information is received, a follow-up will be sent.